Event description:
It was reported during trial stimulation, the two leads came in contact with one another. The physician wanted to do another procedure. The patient was redirected to contact the physician.